Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission, revealed oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown,

Event description:
Additional information received notes that the programming changes were performed. The patient condition was stable before, during, and after.